Manufacturer narrative:
The device was returned as part of the asset return process and the additional findings are as follows: the flexibility adjustment ring had a scratch, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the right/left and up/down knob had a scratch, the scope connector cover case unit had a scratch, the scope connector cover unit had corrosion due to water leakage, the plug unit had a scratch, due to wear of the angle wire, bending angle in the up direction did not meet standard value, the plastic distal end cover had a chip, the bending tube was deformed, the connecting tube was snaking and the universal cord coating had peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and cylinder had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.